Event description:
Trialing a 3mm laparoscope. It requires a 3mm port. Also trialing disposable electrodes. While the dr had the electrode through the 3mm port, he was using the port to lift tissue. While lifting the tissue, he was moving the electrode through the port, and the covering on the electrode peeled off as it came in contact with the inner edge of the port. The pieces of covering were retrieved from the abdomen. The surgeon felt that all pieces were retrieved and that there should not be any pt follow up needed. One of the peeled pieces measures 3 1/4 inches and the other piece measures 7/8 inch. There is also a loosened but attached piece still on the electrode.